Event description:
After removal of undeployed stent, dr and r.t. Noticed a strut was dislodged and oriented vertically. The doctor said it "most likely raised an adverse intimal tear of the proximal left anterior descending producing a dissection.